Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator would not stay in standby mode. The device was in clinical use when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator would not stay in standby mode. During troubleshooting, the biomedical engineer (se) noted that the average air reading was -1.4 liters per minute (out of specification) when setting was set to zero. The biomed reported that the device had software 3.20. The rse advised the customer to run a flow sensor zero calibration and recheck the average air value. If the problem persists, the flow sensor assembly/gas delivery system (gds) would need to be replaced. The customer was provided with the part number for a replacement flow sensor assembly, and gds. Investigation ongoing / resolution pending.

Manufacturer narrative:
Insufficient information was available to determine the resolution of the event. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, the customer reported that the device as not been repaired, and no further details were provided. It could not be confirmed if the issue was resolved, and if the device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
A follow up was performed with the customer, and it was reported that the flow sensor zero calibration did not resolve the issue. The customer reported that a replacement flow sensor assembly would be ordered.